Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returning.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 484 mg/dl with moderate ketones; manual injections were administered to address bg. Contact alleged customer was not "receiving insulin" properly from the pump. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided. Recommendation was made for the customer to discuss the event with a healthcare provider.